Event description:
It was reported that the patient developed sepsis. The left ventricular (lv) lead, right ventricular (rv) lead and the implantablepulse generator (ipg) were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076 implantable pacing lead: 2003-(B)(6); 2188 implantable pacing lead 2001-(B)(6); 1488tc implantable pacing lead 2001-(B)(6). (B)(4).